Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone inside the set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and resulted in difficulty tightening the set screw thus preventing the lead from being fully secured. (B)(4).

Event description:
It was reported that during lead revision for dislodgement, the atrial set screw would not secure lead. Different wrenches were used but were unsuccessful in securing the lead. The device was explanted and replaced. Patient was well after the procedure.